Manufacturer narrative:
Additional manufacturer narrative: high gradient can be a result of possible valve related and/or non-valve related issues. Attempts have been made to obtain additional information. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 25mm 11500a aortic valve was placed under consideration for a re-do avr after an implant duration of approximately one (1) year and nine (9) months due to high gradients. As reported, post-op gradient was good (8 mmhg). The patient came back for evaluation following syncope/symptoms in march 2021. The gradient on the valve had reached 60 mmhg. The surgeon also mentioned that the patient is an alcoholic, but it should not have an impact on the valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation conclusions). H11: corrected data: corrected section h6 (component codes, health effect - impact code).